Event description:
Spot films of the filter were obtained and demonstrated that one of the arm struts had been detached from the apex of the filter and lies horizontally at the level of the apex. The bard retrievable colon was used to retrieve the filter and no residual fragments of the icv were seen in the lungs. However, inspection of the filter shows that one arm is missing. Presumably, the arm lies within the sheath. The sheath was removed and hemostasis was obtained.